Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt vein. A 6.0 x 100, 75cm mustang balloon catheter was used to dilate the lesion and on the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.